Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation of the customer samples was performed and a defect of the sleeve was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and a defect of the sleeve was observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with leakage. It was stated ¿blood leaked into the holder.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd vacutainer® precisionglide¿ multiple sample needle there was an issue with leakage. It was stated ¿blood leaked into the holder.¿ there was no report of injury or further medical intervention.